Event description:
The user alleged that the registration was higher than they normally have. It was reported that 2 times during the procedure the physician received the message points mismatched and 2 times the physician cleared all the points and re-registered the pt. It was reported that the lowest registration the physician could get was 8.6, which is within specification. It was reported that the physician was used to getting lower registrations. The physician took biopsies from both the right upper lobe and the left upper lobe (lesion in both). In 2008, it was reported to the superdimension sales rep that the pt presented with a pneumothorax. It was further reported that the physician placed a small chest tube and the pt was sent home the next day.